Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device battery showed only six and a half years until explant. Boston scientific technical services (ts) reviewed and noted multiple atrial fibrillation (af). Ts then discussed that high atrial sensing can lower the battery longevity. To date, the device still remains in service. No adverse patient effects were reported.